Manufacturer narrative:
B5, h6: customer provided additional information that there was no patient involved with the reported event.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. According to the investigation, the moment the device was powered up, the device started double beeping. Investigator's replaced the pump downstream sensor to correct the reported. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited continuous beeping. No adverse effects were reported.